Event description:
It was reported that the user experienced a severe low blood glucose event while watching television, and the cause was unclear with no alerts or alarms reported from the device. Symptoms included hypoglycemia. Outcomes included temporary functional limitation. Investigation included a review of available information. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no device-related alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.